Event description:
It was reported that the patient developed endocarditits. The device and leads were removed and later replaced. It was further reported by the patient that there was vegitation of the leads. No futher patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.